Event description:
The consumer's mother reported her daughter used the insert without the required support brace for thirty minutes on the calf of her right leg. After thirty minutes, the area was burning and a water blister had formed which burst. She treated the area with lidocaine and antibacterial ointment. The mother took her daughter to the emergency room which confirmed diagnosis and treatment. The consumer reported after three weeks the area is infected and having difficulty healing.

Manufacturer narrative:
The consumer used the insert off-label by not using in combination with the required support brace. Since the insert, a disposable single-use device, it is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.